Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the air oscillator device was turning without stopping. During service and evaluation, it was noted that the device motor power was too low. It was also noted that the device lacked power, shock saw head housing. It was noted that the device also failed pre-repair diagnostic tests for general condition, trigger function, safety system assessment, the hose coupling function, immediately stopping function, excessive noise, air leak, frequency, starting behavior, and performance. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.